Event description:
Product analysis was approved on an explanted generator. The pulse generator diagnostics were as expected for the programmed parameters and shows an neos=yes condition. Data was reviewed and a 25% change in impedance was seen showing high lead impedance fluctuating to normal impedance values. No additional relevant information has been received to date.